Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney. On (B)(6) 2004, the pt underwent a laparoscopic umbilical herniorrhaphy with implantation of a bard composix kugel hernia patch. Approx ten years later, the pt presented with omphalitis, recurrent ventral hernia, and mesh infection. On (B)(6) 2012, the pt was brought to the operating room for omphalectomy, excision of old infected mesh from peritoneal cavity, partial omnectomy, repair of recurrent incarcerated ventral hernia with retrorectal repair with biological mesh, component separation of rectus sheath bilateral. The surgeon noted the mesh "revealed a bunched up composite mesh with the polypropylene side towards the fascia and the ptfe side towards the abdominal viscera." Adhesions were noted between the mesh and the small bowel, and the non-bard spiral tacks used to anchor the mesh were located in the subcutaneous tissue and at the fascia level. The attorney's report alleges pain, add'l surgery, defective mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 200804. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for adhesion and infection both of which are known possible adverse reactions listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If add'l event and/or eval info is obtained, a f/u MDR will be submitted.